Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in searching the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event; however, provided info suggests the size device selected at the previous surgery was a contributing factor. Add'l provided info stated the product was not suspected of failing to meet specifications. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt revised due to pain.